Manufacturer narrative:
Section d4, h8: correction.

Manufacturer narrative:
The patient's death is reported against the pump under MFR #2916596-2020-00615. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrested at local rehab and coded. Log file analysis showed a low voltage/no external power event on (B)(6) 2020 at 0202 and again at 0204 while using the mobile power unit (mpu). It appears the mpu lost total power. Additional information received reported that the mpu was not unplugged and was not the cause of the problem and the patient was securely on the mpu at alarm beginning.

Manufacturer narrative:
Additional information: the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use and heartmate iii patient handbook explain how to properly interpret and troubleshoot no external power alarms. Manufacturer's investigation conclusion: the reported event of multiple no external power alarms was confirmed via the log file. The submitted log file spanned approximately 2 days (24jan20 and 30jan20 per the timestamp). Atypical no external power alarms while connected to the mpu were observed on 24jan20 from 2:02:27 to 2:02:36, and 2:02:44 to 2:05:05 due to the rsoc voltage gradually decreasing to 0v. The backup battery was able to supply power to the controller until power was restored. The alarm cleared on its own shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. (B)(6) was not returned for analysis. Additional provided information indicated that the patient did not have a v-lock cable and the cause of the no external power events were unknown. Though a root cause of the reported event cannot be conclusively determined, the alarms appear to be related to a loss of ac power. No further information was provided. The manufacturer is closing the file on this event.